Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name -(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use inspection, the cs300 intra-aortic balloon pump's (iabp) charging cable wires exposed. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) observed and found the cable to be exposed. Quoted the cable. The cable (d012-00-0886-02) was replaced and unit tested ok.

Event description:
N/a